Event description:
It was reported that the cardiac monitor was experiencing signal dropout resulting in undersensing and false pause episodes. The patient was asymptomatic. Programming changes were performed resolving the undersensing and false pause episodes.